Manufacturer narrative:
The customer repaired the cine problem. The system operates as intended.

Event description:
The customer reported the 9800 system sustained cine damage. No pt injury was reported.